Event description:
It was reported that during an ablation procedure, during the last ablation, after removing and replacing the probe the laser was not fully seated into the connection of the portable connector module (pcm). This resulted in the fiber connection at the pcm melting. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the device was visually inspected. It was confirmed that the failure mode was the probe laser fiber not fully connected to the e2k adapter on the portable connector module that resulted in the e2k adapter melting.